Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was 1 tube that had the stopper pop off and blood spilled out. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo displays a tube with the tube label visible, but it does not show the customer¿s reported failure mode. A total of 100 retained samples were visually inspected, and all hemogard closure assemblies were correctly assembled and placed on the tubes with no issues identified. Additionally, 10 retained samples underwent functional tests, and all results were within specification. No issues with the hemogard closure assembly being loose or separating during or after testing were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, there was 1 tube that had the stopper pop off and blood spilled out. No adverse impact was reported regarding the patient or user.